Manufacturer narrative:
B3: updated event date per new information. Month and year are known. Continuation of d11: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. D7 (and explant date above): the month and year of explant are known, but exact date is not. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that 4 weeks after switching the ins on, the patient developed facial swelling. The swelling was an issue on and off for 6 months with no other symptoms, not even fever. Blood work was always normal. The swelling would subside in 3-4 days. In (B)(6) 2019, the patient developed scalp wound with clear discharge and in (B)(6) 2019, had the whole system removed. There was no definite diagnosis, all tests were clear, CT was clear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted on the first of (B)(6) 2019, and the ins was placed a week later. The patient experienced swelling all over their face, starting on the right side and extending across the face. The patient was given antibiotics and it cleared up fairly quickly. 1.5 months later the issue came back. The patient's hcp did not know if it was due to an unrelated skin issue, if it was device related or if it was an allergic reaction. No further complications were reported or anticipated.